Manufacturer narrative:
This report is submitted on july 26, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device however this has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017.